Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the alarm was due to the pump not being updated successfully. The procedure was done correctly and no changes were made to the dose and concentration that day. They updated the pump and there were no issues. The patient had no symptoms related to the event. The baclofen being delivered via the pump was compounded baclofen.

Event description:
It was reported that the pump had been refilled on (B)(6) 2013; the next refill was scheduled for (B)(6). The patient was back in the clinic today (B)(6) 2013 because the pump was alarming. The pump was interrogated and the low reservoir alarm date was showing today¿s date. The patient was asymptomatic. The device system was delivering baclofen. They planned to program the pump reservoir to 20 ml, update the pump and then change the reservoir to the actual volume of 16.6mls and update the pump again.